Manufacturer narrative:
Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(6) - no consequences or impact to patient, lens (iol), torn, split, cracked, lens became stuck on plunger. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens became stuck on the plunger and tore. The lens was removed with no patient injury. Another same model lens was implanted. The reporter stated the techs were having problems with loading due to it was a new lens and injection system. The reporter stated it was due to a loading error and training curve.